Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out procedure with their right ventricular lead exhibiting high capture thresholds. Physician decided to cap and replace the lead during the same procedure in order to avoid an additional procedure in the future. Patient was stable after the procedure.